Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. The physician attempted to troubleshoot with no success. Upon explant of the ipp, holes were present in the left-cylinder and reservoir. Fluid loss was identified from the left cylinder. A new ipp was implanted. There were no patient complications reported.